Event description:
It was reported that the coil cap of a large volume infusor separated from the housing of the device. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 08, 2014 ¿ july 09, 2014. Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. During photographic inspection the coil cap was observed to be detached from the housing of the device. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.